Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 500 mg/dl. The customer also reported that the insulin pump received post reset ram crc alarm. Customer received a low battery alert prior to the replace battery alert alarm. The device will not be returned for analysis.